Manufacturer narrative:
The insulin pump was received with intermittent express esc, act, up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during the visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery test. There was no cosmetic damage present during physical inspection.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was over 500 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the buttons are hard to press and too tight. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.